Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken off end cap and broken belt clip slot. Unable to test for motor error alarm or perform the displacement test due to broken off end cap. Drive support disk was inspected and no anomaly was noted. The insulin pump received without original belt clip. Motor passed motor test.

Event description:
It was reported that the insulin pump fell, causing damage to the drive support cap. Advised the caller that the insulin pump would be replaced. Nothing further was reported.